Event description:
The parents reported that about 3 months ago the user had swelling above the right implant housing and a bad flu. Soon after the swelling resolved, the parents realized that the child could not longer hear with the device. Re-implantation is considered.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The parents reported that about 3 months ago the user had swelling above the right implant housing and a bad flu. Soon after the swelling resolved, the parents realized that the child could not longer hear with the device. Re-implantation is considered but no date has been scheduled yet.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However, to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but no exact date has been scheduled yet.

Event description:
The parents reported that in (B)(6) 2022 the user had a bad flu and swelling above the right implant housing. Soon after the swelling resolved, the parents realized that the child could not longer hear with the device. The user has been re-implanted.

Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. The problems given in the recipient report appear to match the damage found. This is a final report.